Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient having pain on his back. The patient was transferred to patient services. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The hcp reported that ¿yes¿ the dead battery which caused the power on reset and the loss of stimulation had been a result of normal battery depletion. The hcp further reported that the battery had been replaced and the patient¿s interstim had been working well as of (B)(6) 2019.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient can tell her implant wasn't working anymore as she can't feel stimulation and it wasn't helping with her urinary retention for a little over a month, patient said that she has pain in her lower abdomen and thinks its because she is not able to expel urine. Troubleshooting over the phone showed a por (power on reset) message. Patient services reviewed that por can be potentially be caused by low ins battery, but the patient said her previous doctor told her ins battery would last 7 yrs. Patient did not have a doctor to manage the device so a listing of doctors in their area was sent. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that the circumstances that led to the power on reset, the loss of stimulation and retention was a dead battery. The patient stated the actions and interventions taken to resolve the power on reset were that they got a new battery. The patient stated they did not know if the battery depletion was normal battery depletion based on the settings they used. The patient did report that ye, the abdominal pain and retention had been resolved by using antibiotics. There were no further complications reported.